Event description:
Arjo was informed by a customer representative about a citadel plus bed frame malfunction that occurred when the bed frame was in use. Allegedly, there was a problem when the bed was going up or down. Using the video call it was established that one of two backrest section hinges disconnected from the frame as the hinge bolt snapped, the gas strut and the backrest actuator broke. As a result, the backrest section twisted. No injury occurred, neither medical intervention was needed.

Manufacturer narrative:
Arjo was informed by a customer representative about a citadel plus bed frame malfunction that occurred when the bed frame was in use. Allegedly, there was a problem when the bed was going up or down. Using the video call it was established that one of two backrest section hinges disconnected from the frame as the hinge bolt snapped, the gas strut and the backrest actuator broke. As a result, the backrest section twisted. No injury occurred, neither medical intervention was needed. The photographic evidence provided was consulted with the technical department. It seems most likely that the backrest section was being raised without noticing that the backrest was blocked by an obstacle. It resulted in damage of the backrest hinge, the gas strut and the actuator. All these damages caused that the backrest section twisted and collapsed. Arjo device failed to meet its performance specification since one of the hinges disconnected and other parts were damaged. This complaint is deemed reportable due to condition of the device indicating that the backrest section collapsed during use with the patient. No injury occurred as an outcome of the claimed malfunction.

Event description:
Arjo was informed by a customer representative about a citadel plus bed frame malfunction that occurred when the bed frame was in use. Using the video call it was established that one of two backrest section hinges disconnected from the frame as the hinge bolt snapped, the gas strut and the backrest actuator broke. As a result, the backrest section was twisted. No injury occurred, neither medical intervention was needed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.